Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during vein harvesting procedure, the image on the endoscope was not centered on the screen. There was no patient injury. The product was changed out. The surgery was completed successfully and without delay.